Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. It was also mentioned that the physician suspects the lead had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.